Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or no photographs were provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-01727, 0001825034-2021-01728. Medical product vanguard fem pegs set 2, item# 183099, lot# 329220. Vngd ps+ tib brg 59x10, item# ep-183700, lot# 328950. Biomet bc r 1x40 us, item# 110035368, lot# 915faa0805. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one year and one-month post implantation due to instability. Attempts to obtain additional information have been made; however, no more information is available at this time.